Event description:
While retracting the open-end flexi-tip ureteral catheter from ureter, pieces of the flex-tip remained in the ureter. The physician removed them with an instrument and there was no harm to the pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.